Event description:
Philips received a complaint on the patient information center ix indicating that the surveillance stopped alarming audibly. The device was in use at the time of the event. No adverse event occurred.

Manufacturer narrative:
This complaint is a supplemental to MFR report number 1218950-2024-00731 due to incorrect registration number used. A philips field service engineer (fse) evaluated the device and could not confirm the no alarm issue. Review of system logs prior to and following the system restart revealed no audio-related errors. However, to proactively address potential concerns, the audio components were replaced as a precautionary measure. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.